Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient was seen on (B)(6) 2021 for the activation of the device. There was still pain and swelling around the implant site at this time. When the device was stimulated directly the user was not able to hear any sound.

Manufacturer narrative:
Device investigation revealed damage to the coil wire due to excessive mechanical stress, which was likely caused by the reported external impact to the head. In addition the device did not work at initial activation most likely due to residual swelling after implantation surgery. No other damage could be found during investigation. This is a final report.

Event description:
The recipient was seen on (B)(6) 2021 for the activation of the device. There was still pain and swelling around the implant site at this time. When the device was stimulated directly the user was not able to hear any sound. The recipient was then seen on (B)(6) 2021 and reported that the pain and swelling were still present. A bruise and divot in the skin could be seen where the abutment of the previous device was removed. Also, a few weeks after (B)(6) 2021 the recipient was punched on the left side of the head over the implant site. There was substantial trauma and the user lost consciousness. Since then pressure and headaches have been experienced but the recipient did not seek medical attention. The user has been re-implanted.